Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A facility representative reported a ruptured capsule during intraocular lens (iol) implant. The lens was removed and a new iol was implanted in the sulcus. Additional information is requested.